Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the pump won't turn on after changing the battery. The customer reported a blood glucose value of 520 mg/dl. The customer's hyperglycemia was treated with manual injection. The event involved product(s) mmt-7040a, mmt-342, mmt-441ag, and mmt-1884. Troubleshooting was performed, and the customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-342, and mmt-441ag. Product return is expected for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed displacement test, self test, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump failed sleep current test. Problem isolated to electronic assembly. Pump successfully downloaded to thump. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The following were noted during visual inspection: pillowing keypad overlay, scratched case. Battery cycle 2.0 received the lowbatteryalert (104) on 06/05/2025 18:30:00 after more than 7 days at 28.55 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged blank display was not confirmed. Unable to confirm high bg. Pump failed sleep current test, problem isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.